Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter would not power on. On april 2, 2010, the sr medical surveillance specialist spoke with the patient to obtain and verify information. On (B) (6) 2010, the patient noted the reported meter would not power on; he was unable to obtain a blood glucose reading. The patient replaced the meter's battery to no avail. The patient went to dialysis that day; his blood glucose level was tested at that time, but he is unable to provide that reading. At 7:00 pm the patient chose to take a decreased dose of insulin, because he was unable to test his blood glucose level, taking 25 units lantus insulin instead of 50 units. On (B) (6) 2010, at 5:00 am, the patient awoke experiencing symptoms of dizziness, shaking and he felt high. The patient confirmed to the smss that shaking is one of his symptoms of hyperglycemia. The patient administered self-treatment by taking lantus insulin 100 units, and felt better afterwards. The patient manages his diabetes by taking lantus insulin 50 units daily and apidra insulin on a sliding scale. Troubleshooting revealed the patient had replaced the battery correctly and his test strips were correct. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after he took a decreased dose of insulin due to the meter power issue, and received treatment with insulin. Therefore, this complaint is being reported.